Manufacturer narrative:
Trackwise #: (B)(4). The lot # 3000371260 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring broke in two during case. They think they might have cut it with the jaws of the hemopro. Nothing was left behind in patient. Opened a 2nd hemopro to finish the case. Delay to obtain a new hemopro. Patient was not harmed.